Event description:
A customer contacted baxter's technical service center regarding a system error 2240 and 2367 alarm that appeared on the homechoice (hc) unit during drain 4 of 6. The home patient (hp) stated that she woke up and her transfer set was disconnected from the patient line and the hc was alarming. The hp stated that she reconnected and called baxter. The technical service representative (tsr) had the hp close the transfer set and disconnect. The tsr had the hp cycle the power and system error 2367 alarmed. The tsr explained the alarms. The tsr advised the hp to call the nurse in the morning. The hc unit was operational. No patient injury or medical intervention was reported.

Manufacturer narrative:
The sample was discarded by the customer.